Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of covid-19 infection, deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported that patient was injected with 2ml juvéderm® voluma¿ with lidocaine, 1ml juvéderm® volift¿ with lidocaine, and 1ml juvéderm® volbella¿ with lidocaine. One month later, patient was injected with 1ml juvéderm® voluma¿ with lidocaine in middle third of face and 3ml juvéderm® volux¿ in chin and jaw. Two months later, patient developed induration and sensitivity in chin, "which was interpreted as etip (late and persistent edema). Patient was treated with prednisone. Symptoms improved. Ten days later, patient had covid-19 and developed "intense erythema" on chin and jaw and nodule. Patient was treated with prednisone and clarithromycin. One month later, symptoms worsened. Patient was treated with prednisone 20mg for 5-7 days, lisinopril 10mg for 5 days, clarithromycin, and ciprofloxacin - a total of 3 weeks of antibiotics. Approximately four weeks later, nodules and erythema remained. Clarithromycin and ciprofloxacin were discontinued. Patient was given 1 ampule of diprospan. One day later, "some lesions fistulated, with outflow of purulent material." Patient underwent an ultrasound which showed "multiple foci of collection in the lower third and also in the middle third of the face. The physician punctured some foci of the lower third, for drainage and washing, and mentioned output of putrefied hyaluronic acid." Patient was treated with 70,000utr of hyaluronidase (biometil + reductonidase). However, the filler was not dissolved. The secretion was sent for culture - awaiting results. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00075 (allergan complaint # (B)(4)), MDR ID# 3005113652-2022-00076 (allergan complaint #(B)(4)), MDR ID# 3005113652-2022-00077 (allergan complaint #(B)(4)), and MDR ID# 3005113652-2022-00078 (allergan complaint #(B)(4)). This MDR is being submitted for the suspect product, juvéderm® volux¿.

Event description:
Additionally information reported that the "patient is still under treatment for the complications presented, but that the patient is much better, with few foci of collection in the lower third, without spontaneous drainage." Patient was scheduled for a "new ultrasound drainage lavage hyaluronidase application (high dose) in these foci that persist in the lower third." The patient is not currently under any other treatment. Cultures came back partially negative.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., h.6.